Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent surgery. In the surgery, a petite female staff tried to attach the soft tissue attachment to a reduction forceps with ball tips, but she couldn¿t. Therefore, the soft tissue attachment was checked, and it was found that the connecting part of the soft tissue attachment was broken. It broke due to the force applied to be attached. The procedure was proceeded without using the soft tissue attachment in question. The surgery was completed successfully with no surgical delay. No further information is available. This report is for one (1) soft tiss attach j-shap f/reduc forceps. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.